Event description:
It was reported that ventricular intermittent/under sensing was observed. There were episodes of non-sustained rv oversensing. Information was reviewed and was believed that the secure sense settings were appropriate and will continue to monitor. The patient condition was stable.

Event description:
New information notes that the undersensing was functional.